Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was recognized when plugged into the generator, but it would self-activate when moved. The tip of the switch button was shorter than normal as result of excessive force by the user or excessive use. With the tip shortened, the main body of the button came into contact with the switch. The switch became permanently depressed, causing self-activations.

Event description:
The customer reported that the device self-activated. This reportedly occurred not only when the device was in a resting position, but also when the device was hand-held. This incident occurred at the start of a liver cell tumor resection procedure. The device was not used in the patient, and there was no harm to the patient.